Event description:
Event description boston scientific received information that this event was created due to analysis results. The device was returned as a result of the stop shipment status, it was included in the low voltage capacitor advisory population issued on june 23, 2006.